Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor wanted to insert zso-7-5 into the cbd through the prepositioned wire guide (visi2 025" straight), assistant nurse tried to straighten the zso-7-5 using a straightener. The nurse straightened zso's pigtail and tried to pass a wire through, but the wire did not pass (pr 379831: stent kinked/bent). The wire did not pass because the pigtail was bent. The new zso-7-5 was used .and wire guide was not changed (pr 380729: user error: use of 0.025" wire guide to place the second stent). Note incorrect wire guide used with both devices.

Manufacturer narrative:
Device evaluation: the zs0-7-5 device of lot number c1966806 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation: n/a. Document review: prior to distribution all zso-7-5 are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zso-7-5 of lot number c1966806 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number ¿c1966806¿. It should be noted that the instructions for use (ifu0045) states the following: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent¿ it also says, ¿visually inspect with particular attention to kinks, bends and breaks¿. ¿if an abnormality is detected that would prohibit proper working condition, do not use¿. Labelling qc procedures as per this document also verify "the IFU should be placed on the tyvek side of the pouch unless otherwise instructed in the packaging instructions". The product label also states the recommended guide wire size 0.035". There is evidence to suggest the user did not follow the IFU. Image review: n/a. Root cause review: a definitive root cause can be attributed to the use of a non-recommended wire guide with the device. It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As the smaller diameter 0.025¿ wire guide occupies less space in the lumen of the pigtail stent, it is likely that the extent of the curvature of the pigtail will be greater when a 0.025¿ wire guide is used. As per information stated a 0.025" wire guide was used. Summary: the complaint is confirmed based on customer testimony. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions on the 14-mar-2023.